Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). The sample was received for evaluation; however, it is unknown when it was received. An actual sample was received for evaluation. A visual inspection of the sample revealed the tubing was disconnected from the y-site. The reported condition was confirmed. The root cause was attributed to a lack of solvent to bond the components during the manufacturing process. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
The customer reported to baxter (B)(4) a syringe adaptor set that separated at the junction of the larger diameter and smaller diameter tubing. The condition was identified before patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.